Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three large volume infusors leaked. The leaks were observed between the luer adaptor and blue winged luer cap after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured from april 8, 2019 - april 9, 2019. Two (2) device were not received for evaluation; therefore, a device analysis could not be completed. One (1) device was received for evaluation. A visual inspection was performed, and it was noted that the cause of fluid inside the bag was found to be untightened blue winged luer cap. A functional leak test was also performed, and no signs of leak was observed. The device was determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was not verified for the returned sample. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.